Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the reservoir was leaking. The caller reported that the customer noticed insulin leaking out of the needle end of the infusion set. Blood glucose level at the time of the incident was not provided. The caller was instructed how to prevent additional insulin leakage from occurring. The insulin pump was not replaced or returned for analysis.